Manufacturer narrative:
D4: serial number is unknown; expiration and manufacture date entered in error. Supplemental report to omit this information from the initial report.

Event description:
It was reported that there was a placement signal reading prior to the implant of the cp. However, after implantation, the signal reading was lower than both the femoral and radial arterial lines. The pump position was verified by echocardiography. No patient harm was reported.

Manufacturer narrative:
D4: device specifics unknown, therefore unique identifier (UDI) # is unknown. This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product or data logs returned for analysis. The root cause of the optical signal issue was not determined as no product or data logs were returned for analysis. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.